Event description:
The customer reported high blood glucose levels. The reported blood glucose reading was 322 mg/dl. The customer also reported having problems with insulin leaking past the reservoir o-rings. Advised the customer to return the reservoirs for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.